Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of being in the hospital and the insulin pump is not working. The customer indicated of 2 hospital visits in the past 7 weeks due to pump issues. The customer's blood glucose at the time of the call was unknown. Troubleshooting was unable to be performed as the customer could not stay on the phone.